Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with the return of device. Failure event observed during analysis. Final analysis found that only the connector portion of the lead was received. Insulation degradation was noted at 4.6 cm from the connector pin.